Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion due to a lower than expected estimated longevity. This device remains in service. No adverse patient effects were reported.